Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries: respiratory problems, anaphylactic reactions, related mental and emotional distress and will suffer substantial loss of earnings and earning capacity. Plaintff's husband alleges loss of consortium of his wife.